Event description:
It was reported that on (B)(6) 2013, a (B)(6) male patient was admitted to the emergency department in full cardiac arrest. The original intended procedure was therapeutic hypothermia with endovascular cooling via cool guard catheter. The cool line central venous catheter was inserted into the right subclavian vein. Dopamine and amiodarone IV infusions were initiated in the emergency department. The patient was then intubated and brought to the catheter lab for the procedure. After catheter lab procedure, the patient was transferred to the ICU (intensive care unit). In the ICU the nurse noted that maintenance IV fluids were infusing via the teal-colored cooling port rather than one of the three infusion ports. There was no patient injury observed at the time, however, the patient expired later that day or the next, exact date of death was not provided. The customer did not provide details but the hospital record reviewed by zoll clinical field specialist, did not indicate that ivtm caused injury and/or death. No additional details have been provided.

Manufacturer narrative:
Product in complaint will not be returned to zoll circulation as it was discarded by user facility. Therefore, no supplemental report will be filed.